Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer reported that they had changed the pump tubing on the act 8/10 instrument, then powered on the instrument, and observed the baths leaking. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found pumps pm1 and pm2 turning slowly. Fse removed the pump tubing and cleaned and lubricated the rollers, then reinstalled the tubing and the pumps were operating normally. Fse performed additional maintenance procedures and adjusted the calibration factors. Fse verified repair per established procedures and results met published performance specifications.